Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The revision surgery was due to the patient knee being infected. During the revision, the omni insert was revised from an ultra tibial insert cs size 4 x 16mm to a size 4 x 20mm, the retaining bolt was also revised. The original baseplate and patella were not revised.